Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's therapy stopped helping them a couple of weeks prior to the report. Patient's therapy was not on, so patient turned their therapy on at the time of the call and felt the stimulation. It was noted that the patient did not think they pressed the off button. No further complications were reported.